Event description:
Notified by (B)(6) health and human services that cdc has been notified by (B)(6) and (B)(6) hai/ar programs of multiple healthcare facilities reporting visible contamination of IV tubing from the same manufacturer. The contamination is reported as small black dots on the internal walls of the drip chambers. In (B)(6), the healthcare facilities through their investigation have now identified at least 15 different lot numbers impacted from the same manufacturer. Cdc has not received any reports of patient infections or adverse events linked with the contaminated product. The manufacturer and FDA have been made aware. At this time, the impacted products appear to be limited to tubing manufactured by ICU medical, distributed by (B)(4). The respective states are still gathering lot numbers. Preliminary information about product types is below. The ICU medical product types include: primary set piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch primary plum set clave port, clave y-site, secure lock, 103 inch secondary set secure lock, 34 inch with IV set hanger our facility went through our inventory and found: primary plum set clave port, clave y-site, secure lock, 103 inch lot: 14303977 (1) two red looking dots were seen in the drip chamber secondary set secure lock, 34 inch with IV set hanger lot: 14482731 (73) one had a tiny black dot, and a handful others had a watermarks inside the chamber we pulled product from use and notified (B)(6) hhs and contacting our vendor (cardinal/ ICU medical). Pt: 4582. Device: 2969. Reference reports: mw5188333, mw5188334, mw5188335, mw5188336, mw5188337, mw5188338, mw5188339, mw5188340, mw5188341, mw5188342, mw5188343, mw5188344, mw5188345, mw5188347.